Manufacturer narrative:
Continuation of d10: product ID wr9200. Lot# serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a malfunction with the activa rc wireless recharger, as the battery indicator light was flashing green and charging was not possible. The device was unresponsive. A reset was performed but was not successful. The issue was resolved by providing a guaranteed replacement. No patient complications have been reported as a result of this event.